Manufacturer narrative:
No devices were returned for eval. Initial reporter indicated that initial implant chosen for implantation (10mm) may have been too small for prepared space, which likely contributed to the migration.

Event description:
An interbody component migrated, causing pain. The migration required a revision surgery to remove the 10mm oblique interbody component from the site and replace with a 12mm component.